Manufacturer narrative:
Findings: intermittent up arrow button due to corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the up arrow button is not working. The customer stated that he was at football game and it was raining. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.